Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.3, 1.8; date: (B)(6) 2012, inratio: 3.7, 4.1. Tests done one hour apart, different finger. Tests done one hour apart. Pt started testing on inratio meter on (B)(6) 2010. Pt self tester's therapeutic range is 2 - 3. Pt has a very difficult time obtaining sample; has to really milk the finger.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: a (B)(6) 2012, first inr: 1.3, second inr: 1.8, mean: 1.55, sd: 0.35, %cv: 22.81; b 3/28/2012, 3.7, 4.1, 3.9, 0.28, 7.25. For a, since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Customer reported very difficult time obtaining sample, has to really milk the finger. It may affect test accuracy. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed on (B)(6) 2012 with reported lot 271133. Test results as follows: donor: #192, inratio results: (3, 3.2, 2.6), reference: (2.96), bias threshold: (1.96 - 3.96), %cv: 10.41; #194, (2.4, 2.4, 2.3), (2.51), (1.51 - 3.51), 2.44. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. As reviewed on (B)(6) 2012, forty eight (48) discrepant results complaint was reported for lot #271133 yielding a complaint rate of 0.0800%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code mz5qh which brick lot number 257205 was assigned and packaged into strip lots (271133, 271481, 271135, 271134). Eighty seven (87) total discrepant complaints have been reported for lots #271133, 271481, 271135, 271134 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.